Manufacturer narrative:
(B)(4). Batch # = k92h9y. The analysis results found that the er320 device was returned with the handle shrouds seam damaged. Additionally the jaws were found to be in a yielded condition. In an attempt to replicate the reported incident, the device was cycled and it was noted that the condition of the handles prevented the proper actuation of the trigger, leading to malforming 9 clips. Upon firing of the device it was disassembled in order to evaluate the condition of the internal components and no anomalies were found. No conclusion could be reached as to what may have caused the damage to the handle shrouds. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was working fine, then just jammed. Another like device was used to complete the procedure. There were no adverse consequences for the patient.